Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 4mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for dilatation. However, during inflation at below the rated burst pressure, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a coyote nc balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded. There is blood in the inflation lumen and the balloon. There is tip damage. Microscopic examination revealed that the balloon has a 10mm longitudinal tear along with a 5mm circumferential tear starting 17mm from the proximal markerband. There are numerous hypotube and shaft kinks. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 4mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for dilatation. However, during inflation at below the rated burst pressure, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a coyote nc balloon catheter. No patient complications nor injuries were reported.